Event description:
Caller reports being unable to obtain a result due to an unknown error on the coaguchek xs system. The following day the caller tested 7.5 inr on a professional device. He was treated in the physician's office with an injection of vitamin k. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.